Event description:
It was reported to st. Jude medical that the device was explanted when intermittent loss of telemetry and long charge times were observed. It was also reported that when dumping the charge from the capacitors, the pt felt a tingling sensation.